Manufacturer narrative:
(B)(4). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: patient with trending elevated ldh, phgb, vad power spikes and dark urine. Vad red alarm for decreased power and "pump stopped" with pi events for 30-60 seconds then spontaneously stopped alarming. Patient taken to operating room for pump change out on (B)(6) 2015. Pathology report dated (B)(6) 2015 "thrombus on inflow bearing".

Manufacturer narrative:
Thrombus was found during the evaluation of the returned device. Upon disassembly of the pump, examination of the pump blood-contacting surfaces found a denatured, tissue-like thrombus around the distal end of the pump rotor. The outlet stator contained an identical thrombus that appeared to have torn off the rotor thrombus during disassembly. The tissue did not show laminated layering, indicating that the thrombus did not form on the rotor or in the outlet stator; however, contact marks on the pump rotor and outlet bearing cup indicated that the thrombus was present during pump operation. Visual inspection of the pump bearings and bearing cups upon removal of the thrombus found no anomalies. The reassembled pump was operated on a mock circulatory loop and functioned as intended. Although the evaluation could not determine the origin of the observed thrombus, it would have contributed to the reported increase in the patient¿s lactate dehydrogenase level and would have caused increased rotor drag, resulting in the reported power elevations and pump stoppages. The observed thrombus was sent to an outside laboratory for histology. The analysis confirmed that the thrombus was comprised of loose to more compact fibrin. Most of the compact fibrin was homogeneous, indicative of serum proteins admixed with the fibrin. Areas of basophilia within the homogeneous regions likely represented nuclear material from ruptured cells. No organisms were seen with gram stain. The ratio of neutrophils to macrophages suggested that the clot was at least five days of age, however, there was no organization by fibroblasts observed. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's lactate dehydrogenase level started elevating on (B)(6) 2014 to a peak of 1464 u/l on (B)(6) 2015. Additionally, the patient's plasma free hemoglobin rose to 20 g/dl on (B)(6) 2015 despite being on maximum anticoagulation. The patient had poor perfusion to his feet starting on (B)(6) 2014 and is now being followed for a left great toe vascular ischemic injury. On (B)(6) 2015 it was reported that there were red heart alarms with minutes of vad stoppage and pump power elevations. The patient underwent a pump exchange on (B)(6) 2015. Peripheral perfusion has been normal since the pump exchange. No additional information was provided.